Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A gore® molding & occlusion balloon catheter was used for a touch-up. After all devices were implanted, no endoleaks were observed and then the access site closure was performed. Afterwards, upon the blood flow of both dorsal pedis artery, the blood flow of the right dorsal pedis artery was not well as the angiography revealed that a dissection was just adjacent to the distal of the ipsilateral leg of the trunk ipsilateral leg endoprosthesis that was implanted in the right external iliac artery. To treat the dissection, two additional stents were implanted. The physician suggested that the dissection was caused by the gore® molding & occlusion balloon catheter because the balloon of the gore® molding & occlusion balloon catheter was located outside of the ipsilateral leg a bit when a touch-up was performed to the ipsilateral leg.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® molding & occlusion balloon instructions for use (IFU), possible adverse events and complications that may occur with the use of this product and which may require intervention include but are not limited to trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.